Event description:
The customer reported that the probe dripped fluid and the dilution cup overflowed on the ortho provue analyzer. No erroneous results were reported. Probe drip may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrive at the site indicated the customer had observed the waste bottle tubing was twisted. The tubing was re-dressed to return the instrument to expected operation. This customer has not logged any similar complaints against the analyzer since this incident.